Manufacturer narrative:
The issue in (B)(4) is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and potentially switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display \ "panel connection lost\ " alarm during ventilation was due to a defective vu and ip esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all by the complainant which should have led to further questions regarding any harm to the patient or user. Since the complaint (B)(4) was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. The allegation in 97917 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in 97917 as it will be deemed a reportable event.

Event description:
Dear sven, the customer complaining that: during vetilation, the unit alerted on: tf9434, tf 9907 and panel connection lost. It was impossible to shut down the unit. We disconnected the power supply and the battery and reconnected it. For some reason the s.n. And the working hours were deleted. We inserted the s.n. And working hours-ok. After that the unit booted up normally. In addition, on service screen no. 1, the vup motherboard hw rev. Was deleted from unknown reason. We have perfored tightness,flow sensor and o2 cell calibrations. We have put the unit to work on a test lung. Belinson. Please advise, ilan ofman.